Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting, shallow anterior chamber and narrow angle. Subsequently, the patient experienced elevated intraocular pressure and partial pupillary block. The lens was exchanged for a shorter lens. The patient is doing well and the best-corrected visual acuity was 20/30 +3.

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation method: medical review. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Per medical review - reportedly, by implanting surgeon, an icl was explanted/exchanged for a shorter icl length almost 3 months postoperatively to address shallow anterior chamber, secondary to a very high icl vault, and subsequent complications (elevated iop and partial pupillary block). According to the report, dated on (B)(6) 2014, the most likely cause of the event was oversized lens causing high vault. Upon lens exchange patient was doing well (va 20/30+3). Given this information the procedure related factor (wrong sizing lens choice) has caused/contributed to the event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely root cause of the event was procedure related factor (wrong sizing lens choice). (B)(4).